Event description:
The facility reported an infusion pump with a failure code 814:04. This event occurred during patient use in 2006. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 814:01 was confirmed. Inspection of the pump revealed out of calibration on air in line printer circuit board (ail pcb) caused the failure code 814:04. Recalibrated the air in line printer circuit board (ail pcb). The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.